Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09011. The pt received the scs system including two percutaneous leads (from two different lots) on (B)(6) 2010. It has been reported the pt went under a surgical intervention to replace both leads due to high/invalid impedance values. Reprogramming did not resolve the issue. The pt reported excellent stimulation coverage post-operative. The analysis on the explanted products was completed on (B)(6) 2011.

Manufacturer narrative:
Evaluation: results: the returned leads were visually examined under the microscope and a kink with broken wires was observed on each lead body from the stimulation end. Compression marks were also observed. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.